Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a misidentification of comamonas terrigenac as p.aeruginosa in association with the vitek® ms (ref 410895, serial (B)(6)). An internal biomerieux investigation was performed. The fine tuning analyzer report for the last fine tuning done before the identification issue was not provided by the local customer service. The calibrator mzml and the vilink alert tool criteria showed no fine tuning was needed during the test made on 16nov2019.the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values are quite heterogeneous. This could be explained by a non-optimal calibrator spot preparation.the expected identification, comamonas terrigena, is not present in the vitek® ms knowledge base (kb) v3.0 and kb v3.2. The misidentification result p. Aeruginosa was obtained with a low score value (-0.19). These results could be explained by the presence of important non-specific peaks. Comparison of all customer spectra obtained with the same sample highlight that the spectra obtained on 16nov2019 was very different than the spectra obtained on 18, 19 and 25nov2019. These results could be explained by a contamination of the sample during the test made on 16nov2019. Considering all the information listed above, there is no evidence that vitek ms has malfunctioned. Retests performed by the customer on 18, 19, and 25nov2019 gave ¿no ID¿ results. In case of ¿no ID¿ result, instructions for the user are written in the vitek ms workflow user manual. The root cause for the misidentification issue has been determined to be user error due to the use of mixed culture in the sample.

Event description:
A customer in the united states notified biomérieux of a misidentification of comamonas terrigenac as pseudomonas aeruginosa in association with the vitek® ms (ref 410895, serial (B)(4)). The initial identification obtained by the vitek® ms was pseudomonas aeruginosa. The strain was also tested for antimicrobial susceptibility using the identification of p. Aeruginosa. The customer stated that the results that were obtained for antimicrobial susceptibility testing indicated that the identification of the organism may be incorrect. Testing with the vitek® ms was repeated four (4) times with all tests obtaining no identification. The strain was sent to a reference laboratory and was identified as comamonas terrigenac. The method used for this identification was not disclosed. The customer initially reported the incorrect identification result of pseudomonas aeruginosa to the physician while waiting for antimicrobial susceptibility results. Upon receipt of the results from the reference laboratory, the report to the physician was corrected to comamonas terrigenac. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.